Event description:
It was reported by a healthcare professional through clinical research for clinical evidence on safety and performance that postoperatively to an initial procedure of medial ulnar collateral ligament reconstruction of the right elbow performed on (B)(6)2019 using healix advance br with orthocord, the patient had a revision surgery on (B)(6)2020 due to external fixator adjustment due to posterior olecranon subluxation. According to the report, the original surgery included radial head replacement, medial ulnar collateral ligament reconstruction, lateral ulnar ligament repair, ulnar nerve transposition, open reduction and external fixator placement for elbow dislocation. The current status of the patient was unknown. No additional information was provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number was unknown; therefore, the expiration date and manufacture date were unknown. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Given that lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed.. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by a healthcare professional through clinical research for clinical evidence on safety and performance that postoperatively to an initial procedure of medial ulnar collateral ligament reconstruction of the right elbow performed on (B)(6) 2019 using healix advance br with orthocord, the patient had a revision surgery on (B)(6) 2020 that included radial head replacement, medial ulnar collateral ligament reconstruction, lateral ulnar ligament repair, ulnar nerve transposition, open reduction and external fixator placement for elbow dislocation due to adhesions and external fixator adjustment due to posterior olecranon subluxation. The current status of the patient was unknown. No additional information was provided.